Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d9, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: as per the investigation procedure creases and opening (surgical damage) were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced. It has been determined that there is no complaint associated with this device. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced.